Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator experienced premature ventricular contractions. It was noted this caused conduction to the right ventricular, trigger pacing was provided which then induced the patient into ventricular tachycardia. Boston scientific technical services walked the health care professional through programming biventricular pacing off. No adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator experienced premature ventricular contractions. It was noted this caused conduction to the right ventricle (rv). Biventricular (biv) trigger pacing was delivered following the rv sensed events, which induced the patient into ventricular tachycardia. Boston scientific technical services walked the health care professional through programming (biv) pacing off. No adverse patient effects were reported.

Manufacturer narrative:
Correction to coding and b5 per medical review inquiry. If additional information is received, a supplemental report will be filed at that time.